Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, yellow particles in the shell, fold creases, wear abrasion, and around 0-25% of the shell is missing. The device was found to be underweight. A microscopic analysis was performed which identified a broken shell with sharp edge where localized stresses is induced in posterior side assessed as surgical impact, and non-penetrating nicks. A dimension measurement of the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a broken shell with sharp edge where localized stresses is induced assessed as surgical impact, and missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.